Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard was not working. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a keyboard failure. A field service engineer discovered a two-drawer main pyxis with a non-functional keyboard. The fse powered off the device and opened the top cover to replace the keyboard. He reconnected all cables and rebooted the station, ran the diagnostics application, and tested all keyboard keys. All tests were successful. After rebooting the station, the customer was able to access the device via the keyboard without encountering any further issues. The system functioned as intended after the field service engineer repaired the device.